Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the user experienced an elevated blood glucose (bg) level of 397 mg/dl. The user addressed bg level with a bolus via the pump and reported a bg level of 266 mg/dl at the time of the report. During troubleshooting with tandem's technical support, it was determined that there were air bubbles and gaps in the tubing. The user successfully primed the tubing to remove air bubbles.